Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
The patient was admitted for percutaneous nephrolithotomy (pcnl). The surgeon used a hydrophilic guidewire to access a nephrostomy site, when he withdrew the wire it was discovered a segment of the outer coating was stripped off. An unsuccessful attempt was made to remove this segment. The procedure was aborted due to poor access.